Event description:
Customer responded to a questionaire and informed medtronic of a device malfunction. The customer was not hospitalized due to the malfunction. The customer was disconnected before being transferred to the help-line. Attempted to call back 3 times and left voice messages. A follow up letter will be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.